Event description:
Pt reported that their fastake meter was reading inaccurately low. During troubleshooting, the meter failed two control solution tests. At the time these control solution tests were performed, the meter was coded correctly and the test strips were not expired. Pt had also performed a meter to lab comparison. But, the pt was not certain that the code of the test strips used during this comparison matched the meter code. Therefore, the meter to lab comparison is invalid. This case is reported as a malfunction since two control solution tests were outside the control range. No further clinical info was reported.